Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Customer stated that a button was not pressed for 3 minutes or longer. Blood glucose value was 175 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms noted. No button response due to corroded keypad traces. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.